Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to head/brain injury. It was reported that a motor stall was discovered upon pump interrogation. It was noted that the patient had an MRI on (B)(6) 2019. The pump stall had recovered once the pump was interrogated. The reservoir volumes were as expected and the patient experienced no symptoms. The patient's weight was provided. No actions or interventions were planned as the stall had recovered. No further complications were reported.